Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for a new implant, the stylet was stuck in the left ventricular lead. The stylet was pulled out of the lead broke into two pieces, but was successfully pulled out of the lead. Bunching of the lead was observed. An attempt with a new stylet was made but the lead appeared blocked. The lead was discarded and the replaced. The patient was stable

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. A complete lead was returned in one piece with separated stylet. Visual inspection found the stylet knob was found separated/broken consistent with excessive force removing the stuck stylet. The (polytetrafluoroethylene) ptfe coating of the stylet was found stripped. The inner coil was bunched up at the connector region. The cause of the reported events was isolated to the bunching of the inner coil and stripped ptfe stylet coating, consistent with procedural damage. The lead was otherwise normal.